Event description:
Account reports "2 recent incidents" in which "tubing is pulling apart". 1 incident occurred during administration of chemotherapeutic agent. No pt injuries reported for incidents "caught in time" but account states "there is a big potential and there has been blood loss".